Event description:
Customer called to report when they was placing the reservoir in the pump they noticed that the driver assembly had a broken metal washer. Troubleshooting was performed. Pump tested ok and the insulin exited.